Event description:
It was reported that approximately 2 days post implant the right ventricular (rv) lead had inconsistent capture at maximum output po ssibly due to a lead dislodgement or tissue embedded in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-45 lead, implanted 2015-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. No tissue was found on the helix and the helix extends and retracts within specification.